Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that there was undersensing of a premature ventricular contraction (pvc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead undersensed a single premature ventricular contraction (pvc) and the cardiac re synchronization therapy defibrillator (crt-d) then delivered a biventricular pace and the patient went into ventricular tachycardia (vt). The crt-d then delivered a tachyarrhythmia shock to treat the vt. The rv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.